Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent scoliosis correction surgery. Intra-op, set screw stripped during final tightening. Head splay was observed during final tightening. The stripped set screw was removed and another was used in its place. The product came in contact with the patient. No fragment of the product remained inside the patient. No patient complications were reported due to this event. Only set screw was the component that was damaged. Sales rep commented that the uni-axial screw does not allow sufficient thread engagement in certain situations. Under heavy loading conditions, the current design of the uni-axial screw causes the threads on the set screw to strip.